Manufacturer narrative:
According to the facility on 5/24 the tip of a catheter broke off in a patient at the time of removal. Per the facility the urologist took the patient to the operating room for a cystoscopy. When the scope was passed for the inspection the fragment came out spontaneously and a new catheter was placed. No additional information is available. The sample is not available to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 5/24 the tip of a catheter broke off in a patient at the time of removal.